Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high" with ketones; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer's boyfriend assisted by delivering the manual insulin injection. The customer continued to use the pump for insulin therapy.